Event description:
It was reported that the right atrial lead exhibited loss of sensing. The patient was hospitalized for observation. The presenting rhythm was sinus about 55 bpm. Atrial capture could not be established at 120 ppm. X-ray suggested microdislodgement of the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.